Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the generator replacement procedure, the right ventricular lead exhibited high capture thresholds and a sensing anomaly. The lead was capped and replaced. No patient symptoms were reported.